Event description:
Customer stated endoscopic floseal applicator split during surgery and caused floseal sealant to change its coloration. Additional info received - the applicator did not split, and the product changed to a grayish silver color when pushed through the other end of the applicator. The discoloration was not present prior to inserting the floseal into the applicator. The product was not used on a patient.

Manufacturer narrative:
(B) (4). PMA number/supplement: p990009/s16/a1. This is being reported to the agency as a conservative measure. Although no sample is available from the reporter, we have launched an investigation into this case and will update the agency with the investigation findings as soon as possible.